Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t transducer was producing noise in the displayed images. The procedure in progress was completed successfully and there was no injury associated with this event.

Manufacturer narrative:
Evaluation of the transducer determined damage to the window allowed oil separation which caused no image to be produced.